Manufacturer narrative:
The lead was explanted on (B)(6) 2026. The device under complaint was not returned for analysis. By inspection of available device data and x-ray images the lead migration could be confirmed. However, the root cause of the lead migration was not determinable. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
X-ray shows leads have pulled out of epidural space. Leads currently remain implanted. Should additional information be received this file will be updated.